Event description:
On 8/17/82, this 15 year old patient underwent surgery for right undescended testes. The procedure included right orchiectomy and insertion of testicular prosthesis. On january 7, 1994, notification was received regarding pending law suit regarding this prosthesis creating physical pain and suffering, physcial disability and disfigurement. Additional charges involve the characteristics and guality and safety of the product being misrepresented. The health risks and warnings involving the prostheses are being questioned.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.